Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 01/26/2026. Data was further reviewed. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on (B)(6) 2025 at 3:00 pm with (B)(6). The sensor session lasted 10 days. On (B)(6) 2025 from 3:20 to 4:00 pm the egvs were slowly decreasing. At 4:05 pm an urgent low soon alert was sent at 100 % volume, followed by another urgent low soon alert at 4:10 pm. At 4:10 pm the urgent low soon alert is acknowledged. At 4:15 pm the patient crosses into urgent low threshold and is alerted at 100% volume. The urgent low is acknowledged at 4:15 pm. From 4:20 to 4:35 the patient remains in urgent low threshold. After 4:40 the egvs begin to rise. Alerts leading up to the event functioned as intended, confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.

Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that at around 3pm, the patient¿s cgm value was 200 mg/dl and the patient took for daily dose of lantus insulin. At 415pm, the patient stated her cgm was ¿critically low¿ and could not register a value. The patient reported that she did not receive an alert notifying her of her hypoglycemic state. The patient experienced the following: a headache, shakiness, lightheadedness, nausea, dizziness, ¿grogginess¿, diaphoresis, felt hot, could not stand up, was incoherent, couldn¿t eat anything, loss of vision, and was mumbling her words. At 420pm, the patient lost consciousness. The patient¿s mother treated the patient with caramel popcorn and soda. The patient regained consciousness at 530pm. Upon waking up, the patient¿s cgm value was 220 mg/dl. Upon waking, the patient had a headache, dizziness, was nauseous, and felt cold. The patient drank some gatorade and ate a turkey sandwich. She also took 6 units of apidra insulin. The patient did not seek any assistance from a higher level of care. The patient was feeling ¿fine¿ at the time of report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: health effect clinical code - speech disorder. H6: health effect clinical code - chills.